Event description:
Healthcare professional reported a "leak" and "rupture" confirmed via CT scan and ultrasound. This record is for the left side. The device remains implanted. This complaint relates to a non- (B)(6) device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).